Event description:
Device 2 of 3. Reference MFR reports: 1627487-2012-02312 and 1627487-2012-02314. The pt received four leads (from two separate lots) as part of her scs system. It was reported the pt experiences persistent pain in her back and at her ipg site even when her system is turned off. She stated she last charged the ipg to full capacity last week and has no issues while charging. She allegedly turned the stimulation on and immediately experienced severe pain that radiated around to her stomach. She reported she has not used or charged the system since this incident. It was reported the sjm rep will meet the pt for reprogramming. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.